Event description:
When the circuit is pressurized the temperature port plug opens during patient use and prior to patient use. Customer reported that no patient injuries occurred and no one required any medical intervention. Per customer "several" devices were affected with the reported condition. Customer would not provide any other information.